Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating basic occlusion and occlusion test. No unexpected insulin flow blocked alarm was noted during testing. The pump was received with time/clock anomaly time gain 3 minutes in about 1 day due to out of tolerance. The sleep currents are within specification. The pump passed self-test. The pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a time anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was ahead 8 minutes per day.